Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 50.0 cm from the proximal end. The stretch resistant wire (sr wire) was fracture and the embolization coil was detached from its pusher assembly. The distal detachment tip (ddt) had coagulated blood inside. The proximal constraint sphere was not present within the ddt. Conclusions: evaluation of the returned pc400 revealed a fractured sr wire and detached embolization coil. If the device is forcefully retracted against resistance, damage such as these may occur. The lantern identified in the complaint was not returned for evaluation; therefore, the root cause of the reported resistance could not be determined. Further evaluation of the returned pc400 revealed a pusher assembly kink. This damage was likely incidental to the reported complaint. Penumbra coils and catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the lumbar artery using penumbra coil 400s (pc400s). During the procedure, the physician advanced a lantern delivery microcatheter (lantern) into the target vessel and attempted to advance a pc400 through the lantern; however, resistance was encountered after advancing a loop of the pc400 out of the lantern. The physician then attempted to retract the pc400; however, resistance was encountered again. Therefore, the physician removed the lantern along with the pc400 from the patient and removed the pc400. The procedure was completed using four additional pc400s and the same lantern. There was no report of an adverse effect to the patient.